Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that tubing set separated in packaging. There was no patient involvement.

Manufacturer narrative:
The customer's report that tubing set separated in packaging was confirmed based on visual inspection of the as-received unopened set sample. The observed damage was that the tubing was cut and part of the tubing not received while still within its package. Each of the cut tubing ends was at the edge of the packaging along the packaging/heat seal. No testing was deemed necessary due to the obvious damage. The root cause was identified as a manufacturing issue during the set packaging process. The device history record for model 20039e lot 19105430 shows the set was manufactured on 08oct2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that tubing set separated in packaging. There was no patient involvement.